Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, upon inflation, the balloon ruptured within the specified pressure. The device was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.